Event description:
Pt having left having great toe amputation. Sagittal saw blade, precision thin, in use. While being used on pt, blade broke. All pieces retrieved by staff, wound investigated by surgeon. No documented harm to pt.